Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a pre-implant 1003 code indicative of battery voltage too low for the projected remaining capacity. This device is not being returned by the healthcare facility. There is no patient involvement at the time of this issue.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity prior the implant procedure, confirmed to be due to exposure to cold temperatures while in a bsc representative's possession. Technical services confirmed with engineering that this device was still in storage mode and was recovered for implant after being removed from the cold weather. No additional resets or abnormal faults were noted. A different device was successfully replaced. There is no patient involvement at the time of this issue.

Manufacturer narrative:
This correction report is being submitted as this event is no longer considered reportable based on additional information received stating that technical services and engineering confirmed the device recovered from the low temperatures to be implanted. If information is provided in the future, a supplemental report will be issued.